Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was alleged that the battery compartment was damaged and the battery cap top was worn. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1; date of submission: 03/08/2017. The device has been returned and evaluated by product analysis on 02/17/2017 with the following findings. During investigation, the battery compartment was cracked at the threads to the left side of the grip pad, and from the case seal to the grip pad, and at the case seal to the left side of the grip pad. The battery cap threads were stripped and the cap was unable to fit to the returned pump or to a test pump. The battery cap coin slot was damaged making it difficult to be removed. The battery cap contact height was out of specifications. A test cap was able to fit for testing.